Event description:
It was reported, the patient needed help with reprogramming. The device had been implanted for approximately one month. Additional information received indicated the device was implanted in mid (B)(6). A revision was done on (B)(6) 2010, as the leads had moved significantly due to the patient's primary diagnosis. The leads were replaced and extensions were added. All other devices remained the same. Additional information has been requested.

Manufacturer narrative:
(B)(4).